Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04983. It was reported the pt had experienced shocking sensations throughout her body when she communicated with the ipg. The pt was reprogrammed, and the sensation resolved at the time. It was also reported the lead may have migrated to the left which may have caused uncomfortable stimulation. The pt was to use the reprogrammed stimulation to determine the effectiveness. Follow up identified the physician explanted the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.